Manufacturer narrative:
D10: concomitants: 300-01-15 - eq humeral stem primary, press fit 15mm: (B)(6); 320-06-38 - glenosphere 38mm: (B)(6); 320-10-00 - eq rev tray adapter plate tray: +0: (B)(6); 320-15-01 - eq rev glenoid plate: (B)(6); 320-15-05 - eq rev locking screw: (B)(6); 320-20-00 - eq rev torque defining scrw kit: (B)(6); 320-20-22 - eq rev cmprss scrw lck cap kit, 4.5 x 22mm: (B)(6); 320-20-30 - eq rev cmprss scrw lck cap kit, 4.5 x 30mm: (B)(6); 320-20-38 - eq rev cmprss scrw lck cap kit, 4.5 x 38mm: (B)(6); 320-20-38 - eq rev cmprss scrw lck cap kit, 4.5 x 38mm: (B)(6); 315-35-00 - glnd kwire: (B)(6); 201-78-89 - 3" drill bit, mod. Hex 2 pack: (B)(6); 321-20-00 - eq rev shoulder drill kit: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, a party stated her husband underwent right shoulder replacement surgery and that they experienced pain and an infection. No further information available.

Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. D1: corrected h6: corrected investigation clinical codes.